Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ failed back syndrome - other. The patient called and asked if the healthcare provider should implant the permanent system if an infection had developed during the trial. It was reported there was an infection at lead site. Patient stated the infection was still ongoing after the permanent system was implanted and the infection has resulted in worse things. Patient did not elaborate on the "worse things". Patient stated the infection started during trial and carried over after the permanent system implant. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2019-jul-01. It was reported that the patient's system was removed on (B)(6) 2019 due to infection. There were no further complications reported or anticipated.